Event description:
A core sumex drill was sent for evaluation due to overheating; no further info was provided by the user facility.

Manufacturer narrative:
The device manufactured date is unk because the serial number of the device was not provided. It is not possible to determine the cause of the event without an evaluation of the device. Additional info will be submitted if the device is received and the quality investigation is completed.